Event description:
The pt was being dialyzed. There was a power surge. The machine was being hand cranked due to a power failure when it was noticed that the venous line was leaking. There was no clotting of the dialyzer and all lines were checked prior to putting the pt on the machine. The lines are working themselves loose during the treatment. It has happened several times in the last week despite efforts to make sure all connections are tight.